Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the hcp had a difficult time getting both extensions all the way into the ins. The rep reported that the impedances were open on all contacts on left and right. The hcp reported that they felt that there was something not allowing the extensions to advance all the way in and after a few attempts they decided to try a new ins. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. Analysis information --11/10/2017 13:32:05 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {using a digital force gauge, the insertion and withdrawal force was measured for a lead put into the distal end of the extension. A known good extension was inserted and withdrawn three times. All results were within the specification of >1.75 lbs.} {the test result values in the eval.} continuation of concomitant medical product: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reporting that the hcp tried dipping the extensions in cold water to try and stiffen them up. The rep reported that after numerous attempts they were able to get the extensions in on both sides. No further patient complications have been reported as a result of this event.